Event description:
Customer reported that they wore their pump during a radiation treatment and the pump reset. The battery was at 60% at the time of the event. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.